Event description:
Event description guidant received information that the pacemaker and lead were implanted. Two days later the ventricular lead impedance was greater than 2500 ohms. There was no capture at high outputs. The doctor suspected a setscrew issue. A non-torque screwdriver had been used for implant. At the implant procedure, it was noted that the helix would not extend or retract on the ventricular lead. It is suspected that tissue was caught in the collar due to multiple repositionings. Another procedure was done to reposition the lead but the helix would not work. The device and lead were replaced and returned.